Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the balloon "popped". The target stones were in the common bile duct. An extractor rx 9-12 mm balloon catheter had been advanced to extract the target stones. During extraction, the balloon "popped". The procedure was completed with another of the same device. There was no pt complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.